Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm during testing. It was noted that there was no moisture damage found on the electronics, motor, battery tube, and vibrator. The pump was received with a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she can't clear the screen and has not been getting any insulin. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer's blood glucose is 210 mg/dl today. Customer stated that she took the pump into the pool last night. Customer was in the pool for about 5 to 10 minutes and about 3.5 hours later, the pump started to alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.